Manufacturer narrative:
The reported events of a wireless communication problem and premature discharge of battery were confirmed by analysis. As received, the device was at elective replacement indicator. Final analysis found that the device image indicated excessive radio frequency telemetry and elevated current. The increased activity of the internal circuitry was a result of the firmware's influence on the duty cycle.

Event description:
The patient presented at the clinic for a routine device check with bradycardia. During interrogation, it was found that the pacemaker exhibited telemetry lockout. Premature battery depletion was alleged on the device. The pacemaker was explanted and successfully replaced. The patient remained stable.